Manufacturer narrative:
Continued: section g: 510k: k200972 investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (only 1 catheter was returned). The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle. Powder was not present on the exterior of the device, within the nozzle, or within the catheter returned. The co2 cartridge was not punctured. There was no deformation observed on the foam either indicating a failure to fully activate/ tighten the red activation knob. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation. When tested with the returned co2 cartridge and a new activation knob, the device sprayed as intended with and without the returned catheter attached. The red activation knob provided in the return was confirmed to be within product specifications. The inspection tool is able to completely advance onto the upper portion of knob and be seated flush against the base of the knob. The inspection tool was placed inside the activation knob and seated with the rim of the knob within the shoulder height of the tool. The length of the activation not from the upper rim to the base measured within the acceptable range. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved could not confirm the report. Based on the condition of the returned device the activation knob was not engaged by the user, therefore the co2 cartridge was not activated. The IFU states: "activate co2 cartridge by turning red activation knob until it stops." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the condition of the returned device, the activation knob was not engaged by the user, therefore the co2 cartridge was not activated, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Continued: section g: 510k: k200972 the investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During a colonoscopy, the physician used a cook hemospray endoscopic hemostat. It was reported that during the colonoscopy a bleed in the intestine was found that required hemospray. When it was supposed to be used, it didn't work. It was also reported that the necessary preparations were made, the working channel was dry and the handling of the hemospray was correct. There was just no spray coming out, it felt like there was no pressure in it. Nothing happened when we pressed the red button. Another of the same device was used to complete the procedure. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.